Event description:
A non-healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced episodes of retinal uveitis with a grey cloud going back and forth in both eyes. The patient also has sensitivity to fluorescent lights. The lenses have completely disrupted patient life. The patient did not drive at night, and reading was difficult. Additional information was received stating shortly after implants, vision was distorted with huge gray floaters in both eyes, pink conjunctiva, watery, itchy, difficulty focusing. The corticosteroid eye drops started with improvement, then symptoms worsened, and included halos around lights. The grey haze continued and the yttrium aluminum garnet (yag) laser performed with little improvement. The cholinergic agonist eye medication was used for 5 weeks without improvement. Over several months, patients have had little relief. The lacrimal plugs placed on eyes were tearing. The patient saw retinal specialist, no infectious process, but large amounts of debris in vitreous and was diagnosed with uveitis. The patient had a 2nd ophthalmology opinion (cataract dr.) Advised since yag laser done, would be difficult to exchange lenses. The patient developed issues with fluorescent lights-eyes tear, feel swollen, feeling of disorientation due to vision. The retinal specialist said this was due to lenses. The patient ends up wearing sunglasses in the grocery store, gym, etc. There are two medical device reports associated with this patient. This report is for left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There has been no other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).